Event description:
It was reported that low sensing and no ventricular capture were observed. Stored egms showed 5 episodes of ventricular oversensing diagnosed as vf and treated with shock. Fluoroscopy revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.